Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The physician explanted and replaced the pacemaker prophylactically. The patient was in stable condition.

Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header and connector that is related to the field concern. Final analysis found the electrical, and mechanical was normal with no anomalies found. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No other anomalies were found.